Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "(B)(6) 2021, the bg was 3.0 mmol/l and the cgm was 20.0 mmol/l. " h2: correction.

Event description:
On (B)(6) 2021, the bg was 20.0 mmol/l and the cgm was 3.0 mmol/l.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2021. (B)(6) 2021, the bg was 3.0 mmol/l and the cgm was 20.0 mmol/l. The child was hyperglycemic and felt tired and thirsty. His parent administered insulin and his condition stabilized. The parent indicated that no medical intervention was needed. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.